Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur. Under care and handling of instruments: surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance.

Event description:
During a bunion procedure the driver tip twisted. An additional driver was available to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual review of the driver confirms the complaint of a twisted tip. No dimensional analysis was completed on the tip as it is deformed. Product was made to print and from correct materials. The driver is designed in a manner that the driver tip will be of sufficient length such that as the driver is torsionally loaded, the tip will plastically twist before breaking. There are warnings in the package insert that state that this type of event can occur. Under care and handling of instruments: surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance. Root cause was determined to be design related. Corrective and preventive actions have been initiated to address the reported issue.

Manufacturer narrative:
This follow-up report is being filed to correct information.